Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and cracked case on display window.(B)(4)

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer stated that she changed the infusion set and received button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.